Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the product could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was discarded. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that suture placement in a heavy calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Reportedly, the sutures of one device did not close when advancing the knot due to heavy calcification. A cut down was performed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and reported clinically significant delay in the procedure. No additional information was provided.